Manufacturer narrative:
As reported in a research article, a patient had a trifecta valve implanted and two years later was confirmed to have an appropriately functioning valve. The patient passed away about 4 and a half months after the device was implanted due to cardiogenic shock associated with pneumonia the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue to see if there were any valve abnormalities could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) 2013, a 23mm trifecta valve was successfully implanted in a 77.3 years old patient with a calcified aortic stenosis. In (B)(6) 2015, it was reported that there was normal functioning of the aortic bioprosthesis. On (B)(6) 2018, it was reported that the patient passed away due to cardiogenic shock associated with bilateral pneumonia. No additional information was provided.